Event description:
It was reported that during a clinic visit, this pacemaker was found to be in safety mode. An emergent replacement procedure was performed. This pacemaker was explanted and replaced with a new device. No additional adverse patient effects were reported.